Manufacturer narrative:
The system functioned as intended, by triggering the low glucose alert at the time of event, therefore no further investigation was required. The user was assisted with adjusting alert and sound settings in the eversense app and was advised to continue monitoring and contact support if further issues arise with the alert sound.

Event description:
On april 24, 2026, senseonics was made aware of a user's hypoglycemia event. The user reported their blood glucose (bg) was 51 mg/dl and sensor glucose (sg) was approximately 71-72 mg/dl, as confirmed by the data management system. The user received a low glucose alert, and the transmitter vibrated; however, they did not hear the alert. The user contacted emergency medical services but was able to self-treat the hypoglycemia prior to their arrival. The user's alert settings were a low alert of 80 mg/dl and a high alert of 200 mg/dl. The user's healthcare provider was not yet informed, and the user was advised to follow up for further guidance. The user reported feeling well after the event and continues using the sensor.